Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was provided the incorrect laser treatment on the right operative eye. A brief description of the event is that the patient was treated for distance on the right eye, however the laser treatment should have been performed to correct near vision on right eye. The patient¿s chief complaint was he could not see near vison with the right eye but did not notice much difference for near visual acuity. The patient required an enhancement secondary procedure. Bcva from (B)(6) 2017: right eye pre-op 20/20 .75 x -1.00 x 105, left eye pre-op 20/20 .25 x -.50 x 40.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.